Event description:
It was reported that following successful implant of the lead into the right ventricle, the lead was repositioned into the atrium. High capture thresholds were then observed as well as varying impedance. The lead was removed from the pocket. A replacement lead was successfully implanted into the atrium.

Manufacturer narrative:
(B)(4).